Manufacturer narrative:
Upon further evaluation, service found the adhesive on the bending rubber covering had defects due to deterioration from chemical and physical stresses. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The subject device was returned to an olympus service center with no complaint. There was no patient or procedure involved. Upon inspection and testing of the returned device, service found the nozzle was clogged with black rubber and a small stone (foreign material). This report is being submitted for the foreign material found by service during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the foreign material / black rubber was a part of the injection tube (mh-946) mount, and it was scraped. Therefore, the black rubber likely got into the air/water channel and clogged in the air/water nozzle. The root cause of this event was unable to be identified. Additional information was received from the customer which confirmed the reprocessing steps were followed per the instructions for use and the users were trained on how to reprocess the device. Additionally, the customer flushed water and air to the air/water channel by using air/water channel cleaning adapter (mh-948) and precleaning was performed immediately after the procedure. The event can be prevented by following the instructions for use which state: ¿reprocessing manual - function and inspection of the accessories for reprocessing: injection tube (mh-946):inspection: confirm that all components of the injection tube are free from cracks, scratches, flaws, and debris.¿ olympus will continue to monitor field performance for this device.